Event description:
Allegedly, the patient was revised due to other indication for revision. (Right) age at primary: (B)(6). Primary asa: p2-mild disease not incapacitating. Revision njr index no: (B)(4).